Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that, during a replacement procedure for normal battery depletion on the device, this right atrial (ra) lead was surgically abandoned due to product performance issue. This replacement procedure was successfully performed and a new ra lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this ra lead exhibited noisy signals, high out of range pacing impedance measurements and high capture thresholds. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, during a replacement procedure for normal battery depletion on the device, this right atrial (ra) lead was surgically abandoned due to product performance issue. This replacement procedure was successfully performed and a new ra lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.